Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended and could not connect to either a programmer or remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.